Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer biomed that two (2) units with, "ail not recognizing the door being closed and are having to be replaced". This was reported by bd representatives during their site visit. There was no patient involvement.